Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and battery out limit. The customer stated that they previously called to troubleshoot the motor error but the problem persisted. The customer also stated that they lost the battery cap and was not able to use the insulin pump. The customer's blood glucose level was 369 mg/dl at the time of the incident. There was no indication of the issues being resolved during the call. The customer was sent a replacement battery cap and was advised to call once they have received it. The insulin pump will not be returned for analysis.